Event description:
Rv bipolar lead impedance warning on (B)(6) 2023. Rv bipolar lead impedance 2014 ohms. Rvtip to rvcoil lead impedance warning on (B)(6) 2023. Rvtip to rvcoil lead impedance 2014 ohms. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).